Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the pump fails the rotor error alarm test. There was no patient involved.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed and the customer states, ¿pump fails the rotor error alarm test¿. The unit was triaged and the customer¿s reported condition was confirmed as the pump was giving a delayed rotor error. The rotor error alarm test of the performance verification was performed five times. Each time, unit gave a flow error between 2:05 and 2:08. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.